Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because the product was not working properly. Two weeks later upon inspection, a crack was found in the cylinder connecting tube, so both cylinders were replaced. No patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, the inflatable penile prosthesis (ipp) cylinders underwent a detailed analysis, including microscopic inspection and leak testing. Microscopic examination revealed wear at the folds in both the proximal and distal ends of the cylinders. No leaks were identified during testing. Based on the available information and analysis results, the reported clinical observations of tube hole/perforated and device mechanical issue were not confirmed.

Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4). And for reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because the product was not working properly. Two weeks later upon inspection, a crack was found in the cylinder connecting tube, so both cylinders were replaced. No patient complications reported.